Event description:
N/a.

Manufacturer narrative:
The codman disposable perforator was returned for evaluation: device history record (DHR)- there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis- the perforator unit was inspected using the unaided eye. The unit received was lightly soiled, but no other anomalies were observed. "IFU" testing procedure was performed with no observed anomalies. Functional testing was performed using the same protocol it underwent at finished goods testing prior to release. The unit was found to perform as intended and fulfilled the acceptance criteria. In the failure analysis that was performed, the returned unit was found to work as intended, and met all acceptance criteria. The complaint could not be verified through failure analysis. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. Product was received for analysis and the investigation could not confirm the complaint.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a codman disposable perforator failed to disengage during cranial surgery resulting in dura mater damage. The device pierced through and went all the way in, and the device could not be removed from the bone. The device failed to disengage while making three burr holes at the tentorium. A bone defect occurred and was treated with a plate. Another product was used for the procedure. Four burr holes were made in total. The manufacturer of the drill used with the perforator was midas (medtronic). It is unknown if the drill was electric or pneumatic, it is unknown if the perforator clicked into place in the drill, and it is unknown if the recommended spring tests were being performed between each burr hole. The patient is in follow-up. No further information was provided by hospital.